Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-08541, 09795.

Manufacturer narrative:
This ipg serial number is included in field advisories. Evaluation: as returned, the ipg was not functional. It did not communicate with a lab ipg and displayed a communication error. An attempt was made to recharge the ipg but communication could not be established with the charger. The can was cut open for visual inspection; no evidence of battery leakage was observed. Based on the time line of the events, the lack of response could be attributed to the ipg not being recharged for an extended period. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.